Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.